Manufacturer narrative:
Section d4: unique device identifier (UDI #): the UDI is unknown because the serial number/ lot number was not provided. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. D6a - date of implant is unknown.

Event description:
It was reported that the patient experienced an infection at the lead site. As a result, the patient underwent surgical intervention on (B)(6) 2024 wherein the drg system was explanted and was prescribed antibiotics to address the issue.